Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted following the death of the patient. The cause of death is unk at this time. The patient's family has retained legal counsel and alleged that the patient died of a fatal arrhythmia.

Manufacturer narrative:
The device was explanted following the patient's death. Boston scientific was granted temporary access to the device. Visual inspection noted that all the leads were still attached to the device and the device was in monitor + therapy mode. Upon interrogation an open lead fault was present, the device was programmed to off. As a result of the device being in monitor + therapy mode, all stored episodes are a result of external noise and were recorded post mortem. A review of historical impedance measurement tests verified that the last recorded impedance measurements prior to the patient's death returned normal measurements. A memory dump and save to disk were archived and the device was returned to the possession of the attorney. The device was performing normally. There is no additional information is available at this time. If additional information becomes available, the event will be reopened.